Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a prime (unable to prime) issue. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2018 with the following findings: a review of the black box showed multiple loss of prime warnings associated with a non-primed pump. The rewind, load, and prime steps were performed successfully with no alarms. A prime issue was not duplicated during the investigation. The force calibration was within specifications. The pump was exercised for 24 hours with no alarms or a prime issue occurring. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.